Event description:
Covidien monoject 3ml syringe luer-lock tip has a deep scratch in the plastic of the barrel. Scratch does not penetrate plastic, medication does not leak out of defective site. Ref: 1180300777, lot#833772.